Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04389. It was reported the patient entire scs system was explanted on (B)(6) 2021 due to lack of pain relief. It is unknown if there were any recent findings of impedance issues or anything else wrong with the device. No additional information was provided.